Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked during bolus. Blood glucose level at the time of the incident was 600 mg/dl. It was unknown how the customer treated the high blood glucose. During insulin flow blocked alarm troubleshooting, insulin exited when performed a 5.0 unit fill cannula. Customer was able to complete rewind process. Customer tried to bolus again and it worked but the insulin delivery was not completed due to another alarm. Customer was advised for possible infusion set site issue or occlusion. The insulin pump is not expected to return for analysis.